Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's wife reported that the ICD was being replaced because the "battery is running out." She also stated that the patient was having breathing problems and fluid build-up, and thinks that it is related to the ICD. No further patient complications have been reported at a result of this event.